Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that had mild tortuosity, moderate calcification and was 90% stenosed. The 3.0 x 15 mm trek rx was advanced, without resistance, to the target lesion for pre-dilatation, and upon the first inflation, the balloon ruptured at 6 atmospheres. The device was replaced with a non abbott balloon catheter and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.